Event description:
Healthcare professional(hcp) reported patient was injected with harmonyca¿ with lidocaine using 1 syringe (0.6 in the zygomatic point and 0.6 in the mandible point). During injection into the first zygomatic point, the entire malar region whitened. Hcp informed that they injected biomethyl and that there had been significant whitening in the zygomatic/malar region. The hcp stopped the procedure and injected a lot of hyaluronidases. Patient returned to the clinic for the sequential hyaluronidase procedure. The patient underwent an ultrasound, which showed that after 28 vials of hyaluronidase there was no sign of occlusion of the main arteries, temporal and transfers of the face. Normal perfusion of the entire superficial skin, but the patient continues to have livedo, spasms, and hematoma. Symptoms are on-going.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.